Event description:
The pt initially underwent a nephrostomy tube placement. The next day the pt returned to special procedures with a broken hub for a tube replacement. Ten days later, the pt again returned to special procedures with a fractured hub in the nephrostomy tube for replacement.